Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the pump was not explanted and remained in use. The implant date of the catheter was (B)(6) 2021. The patient's worsening spasticity and spasticity effects resolved.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg50lyx05 implanted: (B)(6) 2021 explanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the catheter and connector were disconnected after the removal to check patency. A contrast study was also not possible because the drug could not be aspirated from the cap prior to and during catheter replacement. The cause of the inability to aspirate was unknown. It was reported that it was placed in the body from the time itb therapy was introduced on (B)(6) 2021 until the time of the catheter replacement on the spinal cord side on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg50lyx05 serial# implanted: (B)(6) 2021 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal of an unknown concentration at a daily dose rate of 158 mcg via an implantable pump for cerebral palsy. The dosing period of gabalon was from (B)(6) 2021 and ongoing. It was reported that the patient experienced worsening spasticity. The spasticity effects became insufficient around 2024-apr-23 and the dosage was increased to 158 mcg. When a pump refill was performed on 2024-apr-24 to check the pump¿s operability, no abnormalities were observed with a variability rate of 7%. A single bolus of 50 mcg over 10 minutes was performed on 2024-apr-24, but the effects were unknown. On 2024-apr-25 a single bolus of 75 mcg over 10 minutes was performed, but the effects were unknown. A catheter contrast test was attempted, but drug aspiration was not possible via the catheter access port so the test was discontinued. The catheter was revised. The pump side of the catheter ran normally so only the spinal side of the catheter was replaced on (B)(6) 2024. The backflow of cerebrospinal fluid was confirmed. The replaced the portion of catheter with a new of catheter lot number hg7dtfs18. It was noted that there may be a possibility of catheter trouble, but the cause was unknown. They wanted to request analysis of the explanted portion of the spinal side catheter. Causal relationship of the worsening spasticity was unrelated to drug, pump, programming, and procedure. However, the causal relationship to the catheter was unknown. Past medical history or history of side effects was indicated as none.

Manufacturer narrative:
Product ID 8781 lot# hg50lyx05. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 20-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# hg50lyx05, implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type catheter h3: analysis found that an area of the catheter body was deformed in shape; however, did not affect the performance of the device in the laboratory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.